Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-02650. It was reported the patient underwent a trial lead procedure on (B)(6) 2018. Following the procedure, the patient was instructed not to drive by a company representative and the health care provider. It was noted the patient's spouse drove him following the procedure. However, later that night, the patient decided to drive and fell asleep while driving and passed away in the motor vehicle accident.